Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting of a cycler alarm observing a fluid leak. When the patient opened the pump door there was solution pouring from the inside area. The patient was advised to cancel the treatment and the patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. The patient was advised to contact the clinic nurse. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."